Event description:
The customer reported the ventilator was alarming and displaying a vent inop message. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) reported the vent inop was a data acquisition pcba adc reference failure. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The fse was able to duplicate the reported problem. The fse reported the data acquisition pcb board was replaced to address the reported problem. Applicable final testing was completed per operating specifications and passed.

Manufacturer narrative:
(B)(6) 2014. Conclusion / root cause: the data acquisition pcba was tested and no failures were identified. The reported error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).